Manufacturer narrative:
The customer reported complaint of the autopulse platform (B)(4) displayed ua11 (max patient temperature exceeded) was confirmed during the review of the archive and during initial functional testing .the temperature sensor was replaced as a precautionary measure to prevent the reoccurrence. The autopulse passed final testing with no further issue or faults observed. The archive data showed a ua11 (max patient temperature exceeded) on (B)(6) 2017. During visual inspection the motor/encoder covers were found damaged. Autopulse platform is a reusable device as well as serviceable device and was manufactured on 07/14/2010, therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint.

Event description:
It was reported that during shift check the autopulse displayed ua11 (max patient temperature exceeded) error message upon powering up. Customer was not able to clear the error message. No patient involvement on this issue.